Event description:
Löwenstein medical technology has received an enquiry about a spare part from bahrain and has asked the dealer about the defect. The dealer has reported that this ventilator gave an error during the patient's therapy and that it could not be switched off the message. At this time, no patient harm has been reported to us regarding the incident, with the patient receiving invasive ventilator therapy for 24 hours at a time. Due to the potential for patient harm, this incident is being investigated further and will be recorded as a reportable event.

Event description:
Löwenstein medical technology has received an enquiry about a spare part from bahrain and has asked the dealer about the defect. The dealer has reported that this ventilator gave an error during the patient's therapy and that it could not be switched off the message. At this time, no patient harm has been reported to us regarding the incident, with the patient receiving invasive ventilator therapy for 24 hours at a time. Due to the potential for patient harm, this incident was investigated further and recorded as a reportable event.